Event description:
It was reported that the user operated the ilet in bg run mode due to no available continuous glucose monitor (cgm) sensors and experienced a blood glucose reading of 500 mg/dl. Once a new sensor became available, therapy on the pump resumed and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated therapy with subsequent resumption on sensor-based control. Investigation included technical support review and user education. Investigation of this case revealed user operation in bg run mode with elevated glucose while awaiting sensor availability. It was concluded that the event was associated with use in bg run mode without a functioning sensor, and the device operated as designed when sensor-based therapy was restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.